Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The tip cover accessory was found to have tearing at the mouth. Tears are axially aligned with the tip cover and measure from 0.114¿ to 0.155¿ in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding the mcs tip cover accessory was torn was confirmed by fa. The root cause of the reported failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar curved scissors (mcs) tip cover accessory was torn, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged the monopolar curved scissors (mcs) tip cover accessory was torn at the tip. It is unknown what caused the damage or where the damage was located on the mcs tip cover accessory. In the event the mcs tip cover accessory is compromised on the gray silicone area, it is possible for energy to discharge in an area other than the instrument tip. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was torn at the tip. The customer replaced the tip cover accessory to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the mcs tip cover was found to be torn at the gray area when the customer inspected the tip cover before to starting the procedure. Ports were not placed. The mcs tip cover accessory was not installed on the mcs instrument. The mcs instrument will not be returned.